Manufacturer narrative:
(B)(4); no further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered therapy for ventricular tachycardia (vt) which was not successfully cardioverted. Boston scientific technical services (ts) reviewed the episode confirming appropriate detection and delivery of therapy. There were no instances of oversensing, noise or other anomalies throughout the episode. Ts discussed programming considerations as well as potential medical management for this patient. Therapy settings were reprogrammed. No adverse patient effects were reported. This system remains in service.